Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). While troubleshooting with the tsc specialist, the customer stated that they had replaced the potassium electrode. After replacing the potassium electrode, the patient sample was rerun and resulted as expected. There were no reports of other discordant potassium results. The cause of the discordant, falsely elevated potassium result was a malfunction of the electrode. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium result was obtained on one patient sample on an advia 1800 instrument. The sample had been run in duplicate, and resulted the same. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun and resulted lower. The rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.